Event description:
The customer reported via phone call that they were hospitalized with high blood glucose and diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was over 700 mg/dl at the time of admission. Customer stated they experienced nausea and was vomiting prior to being admitted. It was also found the customer had a bent cannula upon removal of their infusion set. Customer stated they were hospitalized for two days. The customer also reported they were wearing the insulin pump at the time of admission. The customer declined to check for site and insulin issues during troubleshooting. Customer also declined to perform the high pressure test and check for leaks or air bubbles. The customer also did not receive any unusual alarms prior to the high blood glucose event. Customer also reported their meter was not linking to the insulin pump. The customer was advised to complete a set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.